Manufacturer narrative:
No patient injury was indicated. The piccs broke and had to be disconnected and replaced with a new one. The complaint device has been returned to the facility but as of the date of this report, december 29, 2015, the device has not been analyzed. This complaint will be updated when the returned device(s) are analyzed.

Event description:
Rn walked to bedside to provide patient care and found the PICC separated below the inverted triangle. Ha and lipids were infusing. Broken PICC line d/c'ed. Medical intervention- new PICC placed. (384232/lot# 11115942) less than 24 hours later rn went to patient bedside to provide patient care and found the PICC broken right below the inverted triangle. Primary fluids and antibiotics infusing. PICC d/c'ed. Medical intervention a piv placed. (384232/lot# 11115942).

Manufacturer narrative:
No patient injury was indicated. The piccs broke and had to be disconnected and replaced with a new one. A review of the dhrs related to the finished, packaged product lot as well as the lower level catheter assembly lots were reviewed revealed no abnormalities or similar concerns. Only one catheter was returned which confirmed the breakage of the catheter tubing below just below the hub of the catheter. The area of separation was reviewed under magnification and the edges were found to be jagged which suggests that undue force was likely applied to the catheter tubing, either by tensile force or pressure. There are many reasons why the PICC lines can break such as: failure to adequately secure the catheter hub to the patient; bolus of infusate applied with excessive pressure; excessive pressure used when flushing (such as flushing despite resistance or flushing with a syringe smaller than 10 ml (4)undue tensile force applied to the catheter during dressing changes. First PICC catheters are 100% inspected at various times during the manufacturing process. This includes visual inspection as well as 100% leak and flow tests to ensure ability to endure appropriate use. The IFU also indicate several ways users can mitigate the occurrence of breakage.

Event description:
Rn walked to bedside to provide patient care and found the PICC separated below the inverted triangle. Ha & lipids were infusing. Broken PICC line d/c''ed. Medical intervention- new PICC placed. ((B)(4)lot# 11115942). Less than 24 hours later rn went to patient bedside to provide patient care and found the PICC broken right below the inverted triangle. Primary fluids & antibiotics infusing. PICC d/c''ed. Medical intervention a piv placed. ((B)(4)/lot# 11115942).